Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads and where one was also fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the migrated lead was explanted. During explant of the fractured lead the lead fragmented and a portion of the lead remains implanted.

Manufacturer narrative:
Date of event is estimated.